Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 500's mg/dl range and a manual injection was administered to address the bg level. Reportedly, the customer had been using their cartridge for 7 days and their infusion set for 6 days. During troubleshooting, the call was disconnected therefore no additional information could be provided and no additional troubleshooting could be performed.